Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that lead dislodgement was observed. The lead fell from the right atrium chamber. The lead was repositioned multiple times, but the attempts were not successful. The lead was explanted and replaced. The patient was stable.